Manufacturer narrative:
Evaluation: our evaluation confirmed the report of wire guide advancement difficulty. The stent has been loaded and was returned inside the introduction system. The condition of the introduction system was such that the stent had been loaded, but an attempt to deploy the stent had not been made. Using a savary-gilliard wire guide from our shelf stock, we were unable to advance the introduction system over the wire guide. The wire guide advanced approximately 37cm from the distal end of the introduction system, but would not proceed. The outer tubing of the introduction system was removed and the loading string was observed to be tangled and wrapped around the inner guiding catheter. The guiding catheter tubing that the wire guide advances through was severely kinked 37cm from the distal end, causing the wire guide advancement difficulties. No other observations were noted. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: a definitive cause for this observation was unable to be determined because the actual product handling conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: the instructions for use for this product line advise the user to inspect the device for kinks, bends or breaks prior to use. The instructions direct the user not to use the product if an abnormality is detected that would prohibit proper working condition. Kinks in the introduction system can occur if the device experiences added pressure during use and/or general handling. When the device was evaluated, we confirmed the loading string was tangled and wrapped around the inner guiding catheter of the introduction system. The instructions for use direct the user to ensure the loading string is not twisted prior to loading the stent. Applying pressure to the introducer, perhaps in response to resistance during loading of the stent due to a twisted loading string, can also cause kinks in the guiding catheter. A kink in the guiding catheter can cause wire guide advancement difficulties. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because our evaluation of the returned device suggests this may be related to product handling conditions. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal stenting procedure, the physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve. The wire guide was advanced orally under endoscopic guidance. When attempting to advance the introduction system over the wire guide and into the patient; the introduction system would not pass over the wire guide. The physician used another stent system to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.